Manufacturer narrative:
A1 and h6: additional information was recieved that there was no patient present at the time of the event.

Manufacturer narrative:
Returned device was received in fair physical condition. It was noted that the device has a damaged lens and the ail was loose. No evidence of reported problem in event log was found. During the evaluation of the device, no fault was found with the system. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump had failed volumetric testing. There were no adverse events reported.